Event description:
During device evaluation, the baxter service technician reported that a colleague infusion pump had an incidence of failure code 810:04 recorded in the device event history. There was no report of patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was calibrated and verified to repair this condition. A follow up report will be submitted if additional information becomes available.